Event description:
The customer reported that their central pt monitoring system halted unexpectedly. There was no pt harm as a result of the temporary loss of centralized monitoring.

Manufacturer narrative:
No evaluation could be performed. The customer could not provide access to the device, resulting in an inability to retrieve computer log files residing on the customer's device for analysis. No conclusion can be drawn.